Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. With review of the available information there was no evidence of any device malfunction or performance issues of the device that would impact the reported event. Based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, recent medical history for recurrent infection, and patient comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical study database that this patient was admitted to the hospital on (B)(6) 2016 with a driveline infection. The infection was treated with oral antibiotics and the patient was discharged on (B)(6) 2016. No further information was provided.